Event description:
Nursing staff have reported numerous occasions whereby an electric shock was experienced when the "dummy plug" was replaced in wall receptacle. Shock has reportedly been felt upon touching chain that attaches dummy plug to wall unit.